Manufacturer narrative:
No concomitant devices ¿ the helical blade inserter was re-reviewed based upon new information. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: the investigation conducted on the returned devices was completed on (B)(4) 2016. It was during this investigation that the helical blade inserter, which was originally documented to be a concomitant device, was actually broken at an unknown time during the procedure. Therefore, the device is being added to the complaint. This report is 3 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID/initial and weight are unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while inserting a trochanteric fixation nail (tfn), the blade became stuck and could not be advanced or removed. A slap hammer and an extraction device were used to remove the trochanteric fixation nail causing a twenty (20) minute surgical delay. A second tfn nail set was used to complete the surgery without any issues. The surgery was completed successfully with no known impact to the patient. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Part 357.369, lot 6984106: release to warehouse date: september 27, 2012. Supplier- (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (blade guide sleeve for trochanteric fixation nails, part number 357.369, lot number 6984106). The subject device was returned with the complaint that the device may have contributed to the helical blade becoming stuck during surgery. This condition is unconfirmed; the helical blade inserter functions as intended and passes through the blade guide sleeve without difficulty. A visual inspection, dimensional inspection, drawing review, and DHR review were performed as part of this investigation. No product design issues or discrepancies were observed with the 357.369 blade guide sleeve. The cause of this complaint condition cannot be determined. The complaint condition cannot be replicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.